Manufacturer narrative:
The device has not been returned to factory of omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user facility reported that the insufflation pressure of the device was not stable. Olympus inspected the device at the service department of olympus medical systems corp. (Omsc) and found an error due to mainboard failure. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device in this report has not been returned to omsc for evaluation. Additional evaluation by sorc confirmed that the reported event wasn¿t reproduced. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.